Manufacturer narrative:
Correction: h6.

Event description:
During an urgent follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was reproduced. The patient was hospitalized, and the device was reprogrammed as an interim solution. The rv lead has been capped and replaced to resolve event. Lead damage was visually confirmed during procedure. The patient was stable.